Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with episodes of consecutive premature ventricular contractions (pvc). Upon investigation these episodes appeared to be oversensing of lead noise that was leading to temporary inhibition of pacing. Programming changes were made to address the issue. A lead revision was discussed but ultimately decided against. The patient was stable.